Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) years since the subject device was manufactured. Based on the results of the investigation, olympus presume that the event caused by stress of repeated use, external factors, or handling. The inspection method for the suggested event was described in the operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the deflectable videoscope had an objective lens adhesive that had peeled off. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.